Event description:
Olympus was informed that during an onsite visit, the user facility staff was not reprocessing the reprocesser in between scope reprocessing. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a difference in recognition on device handling or reprocessing steps between olympus¿ recommendations and the user facility. Olympus expert staff has conducted training on proper reprocessing for the user facility. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.